Event description:
The patient called to see about reimbursement for surgery to be performed in 2007, due to pain and alleged breathing problems, reported to his dr about a month ago. Implant date was in 2006. Patient reported that dr may explant mesh during surgery.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.